Event description:
While crossing a chronic total occlusion in the popliteal artery, the physician advanced/pushed against resistance, and the ocelot pixl catheter caused an extravasation in the vessel. The physician performed balloon angioplasty to complete the procedure and resolve the event. Vessel perforation is listed in the IFU as a potential adverse event associated with the use ot the ocelot pixl system.